Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation sternalock blu system screw 2.4 x 16 mm catalog #: 73-2416 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00265.

Event description:
It was reported a sternal revision was performed due to the patient developing a bleed six days post-operative. The distributor stated the devices did not cause or contribute to the event. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision, therefore the complaint is considered confirmed. The distributor reported the devices were removed due to bleeding, he stated the devices did not cause or contribute to the revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00265-1.